Event description:
Healthcare professional reported a xen®45 gts event described as "exposed xen."

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "exposure" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a xen®45 gts event described as "exposed xen" in unknown eye.